Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a noisy image. The event had occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g3, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: marked and broken distal end, chipped lens, interrupted and weakened light guide bundle. Based on the results of the investigation, the cause of the reported malfunction noisy screen was traced to be component failure of the universal cord like electrical problem. While the cause of the additional malfunction marked and broken distal end, chipped lens, interrupted and weakened light guide bundle was also traced to be component failure like stress. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.